Event description:
A customer contacted beckman coulter, inc. (Bec) to report multiple incorrect creatinine patient sample results that were generated on the (B)(4) with ise chemistry analyzer, used in conjunction with creatinine enzymatic r1 and r2 reagent (lot 1625) over the course of six (6) days ((B)(6) 2011). The samples exhibited an abnormal reaction profile without flagging. This report documents the patient results generated on (B)(6) 2011. The samples were rerun and gave expected results with a normal reaction profile. The original creatinine results were not reported out of the laboratory. The customer did not report an effect to patient as a result of this event.

Manufacturer narrative:
Patient information were not provided. Sample was serum. The customer previously reported the same issue in MDR # 2050012-2011-04388 and patient samples were sent to (B)(4) for testing. No abnormalities were observed in the reaction profiles of the samples which were sent. Beckman coulter, inc. Completed system checks and hardware upgrades for the customer as of (B)(4) 2011. The investigation for this issue is still on going. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2011-06419, 2050012-2011-06420, 2050012-2011-06421, 2050012-2011-06422, 2050012-2011-06423.